Event description:
It was reported that during an unknown procedure several unformed staples were found after firing. No difficulty and issue were found during all the firing steps. Changed to a new device to complete the procedure. No adverse event on the patient. Device has been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.